Event description:
Suspect medical device was implanted in pt's right internal jugular vein in 2004. Within several days the port began leaking. Four days later the pt was taken to surgery for removal of the device. On inspection of the proximal external portion of the catheter there was no evidence of catheter disruption as the potential site of leakage. When the indwelling portion of the catheter was removed, there was a clot in the distal aspect of the catheter. A new groshong catheter was placed in the right subclavian vein. The pt was dismissed from the facility the following day.